Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8591-38, lot# d53018, implanted: 2014 (B)(6); product type accessory product ID 8785, lot# n359066, implanted: 2014 (B)(6); product type accessory product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had pain in the pocket with no infection. The patient underwent a pump pocket revision to move the pump to the other side of the abdomen. It was also reported, the healthcare provider (hcp) added the 8784 to the present catheter. The hcp did not aspirate the distal or intrathecal end of the catheter of drug and surgery was now complete. There was no drug in the pump segment and drug in the intrathecal segment. No priming was going to be done and the patient will get drug and then no drug. The pump was being used to deliver morphine. It was further reported no troubleshooting was required and the patient was receiving effective therapy now.